Event description:
It was reported the patient's blood glucose rose to 367 mg/dl. The pod was worn on the patient's arm for between 24 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Device was received fully deployed. Corrosion was visible through the top housing. After pod opening, corrosion was seen on reservoir, bottom battery, mechanism spring, pcb and near chassis of rear sma wire anchor. Fluid was seen on the reservoir and pcb. Initial attempts to download the device by activating the fill sensors and hook switch cups failed. By providing an external power supply to the bottom and middle batteries, the device successfully downloaded. No time outs, drive stalls or alarm were observed in the download data. Fluid path test was conducted and fluid initially flowed through the fluid path. However, upon manually occluding the distal tip of soft cannula and rotating the ratchet gear, internal tears and an external tear were observed on the soft cannula. The internal tear caused fluid deposition inside the pod leading to corrosion. Fluid leaking from the intended fluid path resulted in improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.